Event description:
It was reported the pt experiences severe heating at the ipg pocket site any time stimulation is on. She reported she is no longer using the system due to the discomfort. It was reported the physician plans to obtain an x-ray of the pt's system. No further info is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.